Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided). Customer alleged there might have been an issue with the non-tandem infusion set; however, no damage was observed to the infusion set. No additional information was provided regarding the event.